Event description:
Surgeon attempted to insert a silicone plate lens but the lens become stuck in the cartridge. The cartridge was in the eye but there was no patient contact with the lens. There was no patient injury or complications.